Event description:
Medtronic received information indicating that during removal of this cannula, the tip came off. There were no reported adverse patient effects. The device is not available for analysis because it remains in the customer's possession.

Manufacturer narrative:
The device is not available for analysis because it remains with the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation in this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified in the device history record that would have contributed to this event. While no specific root cause has been identified for this type of product event, the manufacturing process was identified as a possible contributory cause. Prior to this product event, the customer was instructed to identify, quarantine, and return this product to medtronic per an urgent medical device recall. This product is no longer offered for sale by medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.